Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2002. Over the last several years, the patient started to experience limited function. On (B)(6) 2019, the surgeon temporarily removed the left implants in order to debride heterotopic bone that had developed. After debriding the joint, he reimplanted the existing devices.

Event description:
The patient had a debridement surgery on left side.